Event description:
The pt called to state that he had recently had a check up for his stents, and it was found that he had restenosis. A balloon was used to open up the stents in order to restore blood flow in the vessel. Add'l info from the pt indicated that before the initial surgery, he went to the local ER several times and they told him that he had indigestion. They finally did a catheterization and found a 99% blockage in the proximal left anterior descending artery (lad). It was treated with a 3.5x8mm cypher stent. He went back three mos later and it was blocked again. They told him it was angled in a hard to reach location. So the second time, they treated the proximal lad and the diagonal with a 2.5x8mm cypher stent. Then approx 2 1/2 yrs later, he had a massive heart attack. He had been taken off plavix and aspirin due to a planned neck surgery. The dr went in and ballooned his stents. Four mos later, he went back and they ballooned again. He still has chest pain and his dr advised him to stay on his plavix and aspirin.

Manufacturer narrative:
This prod is not available for testing and eval. Add'l info has been requested and will be submitted within 30 days upon receipt. This is one of two prods associated with the same event that were reported under the following mfg #s: 3003742446-2007-00276 and 3003742446-2007-00277.